Manufacturer narrative:
As no lot number was provided, no tests could be performed on retained samples. It was not possible to receive any further information despite repeated requests. No conclusion regarding the cause of the incident can be drawn. We therefore consider the investigation closed.

Event description:
On november 23th, 2015, we have been informed of an incident during an ECG procedure. The complainant reported "we use your skin tact premier ECG electrodes for overnight sleep study monitoring. Ref w - 602. We have had a patient break out in a rash the shape of the electrode except for the part where the gel is. Do you have any idea what material or chemical in the cloth bit of the electrode could cause this outbreak? 5 days on it is still present and visible but has dried up." No further information has been provided despite of repeated requests.

Manufacturer narrative:
As no lot number was provided, no tests could be performed on retained samples. We are trying to obtain additional information and will provide a f/u report.

Event description:
On (B)(6) 2015, we have been informed of an incident during an ECG procedure. The complainant reported "we use your skin tact premier ECG electrodes for overnight sleep study monitoring. Ref (B)(4). We have had a patient break out in a rash in the shape of the electrode except for the part where the gel is. Do you have any idea what material or chemical in the cloth bit of the electrode could cause this outbreak? Five days on, it is still present and visible but has dried up". No further information has been provided despite of repeated requests.